Manufacturer narrative:
A work order was completed and the following was found: h3 <(>&<)> h6) a manufacturer representative went to the site to test the navigation system. It was reported the system underwent a comprehensive evaluation, including hardware, software, instruments, visual inspection, and a self-test. It was verified that the planar probe in question did pass verification and navigated accurately via a skull model. It did, and the customer was notified. There were no hardware parts replaced. After completion, it was confirmed that the system performed as intended. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There were over twenty registration attempts, where most of the registrations were successful. There were over 500 instances of "infrared interference error" warnings observed, likely caused by ir interference. This interference could result from various factors, such as line-of-sight obstructions, dirty or damaged spheres, reflections of ir light from external sources, or thermal interference from nearby heat sources; however, the root cause of the reporting behavior is unknown from the logs. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: see section e, b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the procedure was a craniotomy for tumor resection. The instrument in question was pulled and a different one was used for the case. There was no impact to the patient. Following the case, the local representative (cc) checked-out the instrument and found it to be easily visible by both of their navigation systems and accurate via a skull model registration. The issue was likely due to loose/contaminated spheres or user error.

Event description:
Additional information was received. There was a five minute delay since the site had to open another instrument tray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the passive planner probe was not being tracked during registration. The site tried different spheres, but the issue did not resolve. The probable cause was due to the instrument. There was no impact on patient outcome.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735737 (software version: 2.1.0) h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.